Event description:
International affiliate reports the tips of six skyline drivers broke off from the instruments when inserting screws during a surgical procedure. Reports the surgeon has used the skyline system many times and the patient¿s bone quality was not a cause of concern. Also reports that there could have been evidence of instrument wear prior to usage as these sets are frequently used. A back out driver was used to continue inserting the screws. There were no adverse consequences to the patient. See the following mfg medwatch report numbers for the other drivers that broke during this event: 1526439-2013-33161, 1526439-2013-33162, 1526439-2013-33163, 1526439-2013-33165, 1526439-2013-33166.

Manufacturer narrative:
The driver was not returned for evaluation. Review of the device history record cannot be performed as the lot number is unknown. A twelve month review of the complaint trend analysis for the instrument found no emerging trends. Without the device, its lot code, or an emerging trend, the complaint will be closed with no further action required. The complaint will be reopened if/when the driver is returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.